Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used or recharged their scs system in approximately 2 years. Reportedly, the ipg was unable to communicate with any eternal devices and was deemed inoperable. Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Effective pain coverage was achieved postoperatively thus resolving the issue.